Event description:
It was reported that during a procedure at the user facility, an inaccuracy of 10-20 millimeters was observed when the customer changed from using one pointer to a different pointer. The position of the tumor appeared shift. The hole on the skull was expanded to address the shift. The customer reported "large" bleeding, but additional blood transfusion was not required. No medical intervention was reported, and there were no adverse consequences. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility, an inaccuracy of 10-20 millimeters was observed when the customer changed from using one pointer to a different pointer. The position of the tumor appeared shift. The hole on the skull was expanded to address the shift. The customer reported "large" bleeding, but additional blood transfusion was not required. No medical intervention was reported, and there were no adverse consequences. The procedure was completed successfully without a clinically significant delay.